Event description:
Baxter v6 serial (B)(4), a bloused cardizem at a rate that was faster than programmed hung a brand new bag on the patient, which proceeded to run in a whole 100ml drip of cardizem over 2 and a half hours. The volume infused reads as 25 ml. The rate was correct at 10ml an hour. Witnessed by both (B)(6) rn, and (B)(6) rn on night shift that pump was programmed correctly and volume infused was correct. Volume actually infused was not. FDA safety report ID# (B)(4).